Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Pt revised for pain. Doi (B)(6) 2006, dor (B)(6) 2010 (right hip).